Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6) . The visual check of the sample was fine. The qc recovery was acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 1 patient sample tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Initial result: 149 mmol/l. The nurse questioned the initial result and requested the sample to be repeated. Repeat result: 133 mmol/l (tested on another analyzer). The repeat result was deemed to be correct.

Manufacturer narrative:
The field service engineer (fse) found that the cause was due to the customer accidentally unmasking and using the instrument to test samples before the electrode replacement had been done. The fse checked and cleaned the instrument, primed reagents, and performed air purge. He then performed an instrument check, and the instrument was performing within specifications. The customer changed the electrodes and performed calibration, qc, and precision studies, and they were all within specifications. The troubleshooting actions performed by the fse and the customer resolved the issue. The investigation did not identify a product problem. The cause of the event was traced to the user.